Manufacturer narrative:
The sapien 3 ultra valve and commander delivery system were returned to edwards for evaluation. Visual inspection revealed the crimped valve was exposed through the sheath liner approximately 6 inches from the sheath distal tip. Gouges were observed on the delivery system flex tip. Three (3) struts were bent approximately 180 degrees on the inflow side. The frame was also compressed in the outflow side, and 2 struts were distorted at the outflow side. Post expansion of the valve, 3 struts were bent approximately 180 degrees between c1 and c2, and 1 strut was bent approximately 90 degrees near c3. The valve frame was distorted, and all struts were exposed through the skirt, which is normal after crimping and use. The leaflets were wrinkled, torn and dehydrated, likely due to the storage condition (prolonged crimping) during the return handling process. Review of the provided case imagery revealed the right access vessel had presence of calcification, tortuosity, and undersized (minimum luminal diameter 5.5mm required per IFU). The delivery system with crimped valve appeared to be unable to be advanced through the sheath and bend within the sheath during the procedure. Three (3) struts appeared bent greater than 90 degrees at the inflow side were observed during the procedure. Distorted struts at were observed at the outflow side. The crimped valve exposed through sheath's torn liner and hdpe post procedure. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints based on the complaint codes. No functional testing or dimensional analysis could be performed due to the condition of the returned devices. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the returned device and imagery evaluation. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'the valve would not progress through the esheath and it would not come back out of it either. The valve appeared to be stuck in the proximal common iliac artery'. Per the 3mensio imagery, the patient's access vessel had presence of calcification, tortuosity, and undersized access vessel. The presence of calcification, tortuosity, and undersized access vessel can create a challenging pathway during delivery system advancement, and lead to resistance. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. It is possible that excessive force is applied to overcome the resistance, as indicated by gouges on the flex tip, during the delivery system insertion, and it leads to the valve strut punctured through the sheath and resulted in the frame damage at the inflow and outflow observed. These patient/procedural conditions, in conjunction with the exposed apices of the crimped sapien 3 ultra (s3u) valve, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Although a definite root cause was not able to be determined, available information suggests that patient factors (calcification, tortuosity, undersized access vessel), in addition to procedural factors (excessive device manipulation) may have contributed to the frame damage. The damaged frame may have contributed to the reported device withdrawal difficulties and the subsequent vascular injury and patient death during the surgical repair procedure. No labeling or IFU/training inadequacies were identified, a product risk assessment (pra) was previously initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Control limits are managed and assessed one a monthly review basis. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02830.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in the (B)(6), during a transfemoral tavr procedure, a 20mm sapien 3 ultra valve could not be advanced through the 14fr esheath. Vascular surgery was required to remove the devices. During the procedure for a 20mm sapien 3 ultra valve the esheath was inserted into the right femoral without issue. Resistance was encountered during the advancement of the valve. The valve would not progress through the esheath, and it could not be removed and would not come back out of it either. The valve appeared to be stuck in the proximal common iliac artery. Since it was clear that the system could not be removed without causing serious damage a femoral cutdown was performed, revealing a more serious vascular problem. A few hours later, it was confirmed that the patient had gone into heart failure and arrested and died on the operating table. The cause of death was not provided. Review of the provided fluorography photo showed bent frame struts.